Event description:
A male pt contacted lfiecor customer support to report that he was receiving frequent "check belt" messages. Download revealed falloff on all four electrodes. At first support thought this to be a fit issue. About three hours later the pt's mother called into support and stated that the wires on the electrode belt were frayed. A pt services rep (psr) visited the pt and exchanged the electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt has been completed. The electrode belt was found to have a defective cable from ECG c to the distribution node. This caused the deterioration of the signal. The cable was reconditioned and the electrode belt was tested. Baseline eval was performed and the cardiac signal now appears normal. The cable was returned to stock. The root cause of this defect is unk, but appeared to be caused by a cut in the outer insulation of the wires. The electrode belt cable was fixed. No adverse event resulted from the faulty electrode belt. The pt received a replacement electrode belt.